Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the his pacing lead had high capture thresholds, with variances occurring during inspiration. The physician reviewed the post-op x-ray and noticed that the lead lost slack from the original position, and that when the patient takes a deep breath, the lead has less contact with the heart. Therefore, the inspiration thresholds were noted to be higher. There was no dislodgement of the lead noted. The lead was to be revised, but when the helix was attempted to be retracted it was very difficult to retract. As a result, the lead was explanted and replaced. The patient was asymptomatic and in stable condition.